Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged being diagnosed with a tumor on the right kidney while using the device. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. Additional information was received from the patient providing the serial number of the device as well as additional allegations of stage 2 kidney cancer. Please see sections d1, d2, d4 and h6 for this updated information.

Manufacturer narrative:
The manufacturer previously reported information from a voluntary medwatch (mw- 5107820) in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. Additional information was received that the patient is also alleging visualization of particles in the air path. The device manufacture date has also been updated. Please see sections h4 for this updated information.